Event description:
It was reported by the patient's legal representative that the patient underwent total hip arthroplasty on (B)(6), 2009 and subsequently was revised on (B)(6), 2012 due to elevated metal ion levels and metallosis. No further information has been received. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in patient's notice and the allegations therein are unverified. Expiration date/initial reporter/MFR date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.